Event description:
It was reported, the subject device had no image. The issue occurred, during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1: (B)(6) (added here due to character limitation).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is possible that electrical stress was applied to the image sensor, causing the internal electrical circuit to fail. It is possible that there was an overcurrrent to the flow in the electrical circuit due to attaching and detaching the connector while the system was on, due to electrodes of the high-frequency device having come into contact with the endoscope, or due to the electrical contacts of the video connector were contaminated with stain or water droplets while it was connected, which may have caused a short circuit. However, the definitive root cause of the reported issue could not be determined. The instruction for use states the inspection method associated with the event in " 3.6 inspection of the endoscopic system¿ chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.